Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd micro-fine ultra¿ pen needle, it either bent over or broke off the needle in the body. There was no report of exposure or medical intervention.

Manufacturer narrative:
No samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that during use of the bd micro-fine ultra pen needle, it either bent over or broke off the needle in the body. There was no report of exposure or medical intervention.